Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A patient who recently had his bipolar hemiarthroplasty hip construct converted to a total hip with a constrained liner was transported to the hospital with hip pain. Xray examination revealed that the bipolar cup disassociated from the constrained liner. The d liners bipolar cup and 22 head were still attached to the cemented reliance pf stem. The hip was revised with a new constrained liner and head.

Manufacturer narrative:
MFR report #: 0002249697-2016-02864 was created in error. Device is a subcomponent of catalog no. 690-00-22d which was reported under MFR report #: 0002249697-2016-02863. Any additional information regarding this event will be reported in a supplemental report to MFR report #: 0002249697-2016-02863.

Event description:
A patient who recently had his bipolar hemiarthroplasty hip construct converted to a total hip with a constrained liner was transported to the hospital with hip pain. Xray examination revealed that the bipolar cup disassociated from the constrained liner. The d liners bipolar cup and 22 head were still attached to the cemented reliance pf stem. The hip was revised with a new constrained liner and head.